Manufacturer narrative:
(B)(4). Possible lot numbers and manufacture dates: lot r15c04108 was manufactured on 03/05/2015, lot r14j15093 was manufactured on 10/16/2014, and r14k17105 was manufactured on 11/18/2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and the device flowed normally. The reported condition was not verified. A batch review was conducted for each potential lot, and there were no deviations found related to this reported condition during the manufacture of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set had no flow. The reporter described the event as not being able to push any fluid through the bottom port via a syringe. The set was being used with an unknown chemotherapeutic drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot is one of the three provided by the customer: r15c04108, r14j15093 and r14k17105. Should additional relevant information become available, a supplemental report will be submitted.